Event description:
It was reported that during central processing, the maryland bipolar forceps instrument was melted at the base. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer was unsure of the specifics of this instrument's reported damage. It remains unknown if the damage occurred as a result of the central processing process, or if the melting occurred during the last procedural use of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have localized melting near the grip base. An additional observation not reported by the site was also observed. Signs of corrosion were found on the instrument bearings. Pitch and grips input disk bearings exhibited orange discoloration. The complaint regarding melted at the base was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is being reported based on the following conclusion: it was alleged that the instrument exhibited signs indicative of thermal damage. At this time, it is unknown what caused the thermal damage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.